Event description:
It was reported that the ventricular lead exhibited less than 200 ohms in the unipolar configuration and 217 ohms in bipolar. There was also no capture at 2.0 v, 0.4 ms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.